Event description:
It was reported that the patient was not getting any relief from the pump and made matters worse. This occurred right after the device was implanted. It was noted that they kept upping the pain medication and oral medication and it was not helping. The pump and catheter were removed (B)(6) 2014. The patient no longer has a pump implanted as of the time of report. The drug in the pump at the time of event was unknown; however the last known drug in the pump was reported to be morphine and a second unknown drug.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4) implanted: (B)(6) 2007, product type: catheter. (B)(4).